Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of episodes, it was noted that the implantable cardioverter defibrillator exhibited non- sustained right ventricular oversensing (nsrvo). Programming changes were suggested. No intervention was performed, and the device remains implanted. The patient was in stable condition.